Manufacturer narrative:
The device return is not anticipated. The customer was notified that the glidescope titanium lopro t3 was not under warranty so the customer declined to have their glidescope titanium lopro t3 blade returned for evaluation and disposal. At this time, the cause of the reported issue can not be determined; however, it is likely that the age of the device, five (5) plus years caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3, there was no image. The biomed reported that when he used a different blade, the image was fine. A delay in the procedure of an unknown duration occurred as another avl blade was obtained. No harm to the patient or user was reported.